Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure there was difficulty engaging the target vessel with the guide catheter. Access was obtained via the femoral artery. The 95% stenosed, 4.5x15mm eccentric and de novo target lesion was located in the moderately tortuous and non-calcified obtuse marginal (om) which was branched at an acute angle to the left anterior descending artery (lad). A 6f runway guide catheter, with sideholes self-created by the physician, was advanced to the lesion but could not engage properly in the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported. However, returned product analysis revealed a shaft fracture.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two pieces. The proximal portion measured 92.5cm from the edge of the strain relief to the fracture site. The distal portion measured 8.5cm from the fracture site to the tip. There was exposed braiding on both ends of the fracture surface. Shaft material is missing 3-4cm from the tip, exposing braiding. There are several punctures in the shaft near the tip. The reported information indicates the physician attempted to self created side holes. This is consistent with the puncture marks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).